Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother called in to report high blood glucose levels and to troubleshoot for the insulin pump. The customer treated with a bolus. The customer's blood glucose level was 570 mg/dl. The caller did not have a tubing clamp available to perform the high pressure test and was advised to call back to perform the high pressure test when tubing clamps were available. The customer was advised to change the entire set, reservoir, and insulin and treat per their health care provider's instructions. The product was not returned for analysis.